Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "one (1) broken sapphire plus IV pump. Sn (B)(4)- will not charge. Delay in therapy:yes. Need for medical intervention:unknown. Death / serious injury: no."